Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's device quit working and the caller further stated that they were sure it was operator error. Patient clarified that the device had not quit working as far as the machinery but they let it go too long since they last charged it. Patient initially indicated that they tried charging ins this morning but they could not connect. Patient also mentioned that prior to the call they attempted to charge ins but could not connect, patient did not have a patient programmer (pp) and the caregiver stated they had not seen the pp. Patient had an ins recharger (insr) at the time of the call, they confirmed ins was charging with full 8 coupling boxes. Caregiver confirmed the insr indicated stimulation was off. It was reported that patient suddenly had symptoms. Patient was assisted to turn stimulation on using the insr, patient confirmed they could feel stimulation and that the insr screen indicated stimulation was on. A replacement pp was sent to the patient. No further patient complications were reported/ anticipated as a result of this event.